Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas check valve was replaced to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient involvement.